Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's vns indicated high impedance. X-rays to search for a lead fracture are planned. Surgery to replace the pt's lead is likely. No adverse events have been reported. Attempts for further info are in progress.